Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/17/2016 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted in the abdomen on (B)(6) 2016. The patient stated that inaccurate readings gave a false sense of time for consuming sugar. The patient experienced a seizure caused by hypoglycemia. The patient was unsure of who called paramedics. No finger stick was taken at time of paramedic's arrival. The paramedics took the patient to the hospital and was administered glucagon at hospital. The patient did not mention staying overnight. The patient also stated that he experienced a swollen eye due to a fall from the seizure. At time of contact the patient's condition was healthy. No additional even or patient information is available.